Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter has cracked display. On may 27, 2008, this medical affairs specialist contacted the patient's daughter/reporter to clarify information obtained during the initial call. The reporter claimed the reported issue first occurred on approx three months prior to original date. While the patient did not test for 2 months with her lfs meter in question, the patient reportedly was testing with her husband's meter. Although the patient reportedly was testing with her husband's meter after the reported issue began, the reporter indicated that she believes her mother did not test as frequently. During the month prior to original month, the patient obtained a ha1c that was reportedly "high." During that three months, the patient had both extreme high blood sugar and low blood glucose sugar. The reporter does not know what the patient's symptoms was when she had high sugars. When the patient had low blood glucose, the patient had symptoms described as "dizzy, glaucoma, and sweaty." On the month prior to original month after she obtained her ha1c reading, the patient's insulin regimen was increased to 20 units of novolog in the morning, 15 units of novolog in the afternoon, 15 units of novolog for dinner, 26 units of levimir at bedtime. The reporter believes that her mother's extreme highs and lows could have been prevented if she had her own meter and was testing as frequent as she should have during the time of concern. The reporter indicated that her mother does not have her insulin "dialed in" yet to prevent the extreme highs and lows, and will be seeing her endocrinologist soon to adjust the patient's insulin again. During troubleshooting, the reported issue was not resolved with training. This complaint is being reported because the reporter claimed the patient had high and low symptoms that can be suggestive of a serious injury after the reported issue began. Although the reporter admitted that the patient's insulin is not "dialed in" to prevent the extreme high and low symptoms, and the patient was using a backup meter at the time of concern, the patient reportedly was testing less frequent than usual as a result of the reported issue. Hence, lifescan cannot rule out that the lfs product caused or contributed to the patient's symptoms. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.